Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was noted that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. It was reported there was sufficient calcium to allow sealing, calcium was on the free border of leaflet, and there were no anatomical or tissue/calcium interference affecting expansion. During procedure, there were no deployment or retraction issues. The final non-coronary cusp implant depth was 7.30mm and the final left coronary cusp implant depth was 5.90mm. Post-implant it was noted via transthoracic echocardiogram, that there mild perivalvular leakage. The decision was made to perform a post-implant balloon aortic valvuloplasty using a 22mm non-abbott device. Post-procedure it was noted that the patient developed intermittent chest pain. It was noted the cause of the chest pain could be due to prolonged stay on the surgical room bed. An electrocardiogram revealed that patient was in sinus rhythm. A transthoracic echocardiogram was performed and showed no acute complication or pericardial effusion. No intervention or treatment was performed for the chest pain. On (B)(6) 2024, the patient was admitted to the emergency department due to episodes of retrosternal pain, jugular pain, and oppressive pain in both arms of the courses of 10 days. The patient also had elevated levels of troponin. Electrocardiogram reveals sinus rhythm with mild st supra-elevation. Transthoracic echocardiogram revealed apical akinesia at the septum and anterior wall level. On (B)(6) 2024, the patient underwent a percutaneous intervention. Transthoracic echocardiogram reveals improvement of regional kinetics with persistence of anterior hypokinesia. On (B)(6) 2024, a computed tomography scan reveals absence of restenosis after non-abbott stent placement in left coronary artery.

Manufacturer narrative:
An event of paravalvular leak (pvl), device malposition, myocardial infarction, angina, cardiac enzyme elevation, and pain was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was sufficient calcium to allow sealing, no anatomical or tissue/calcium interference affecting expansion was noted, there were no deployment or retraction difficulties noted, and the implant depth was 7.3mm from the non-coronary cusp (deeper than the recommended 3mm). No information regarding valve sizing was received. Post-implant, it was noted via transthoracic echocardiogram that there was mild perivalvular leakage, and it was acceptable considering the patient's native valve characteristics. Post-procedure, it was noted that the patient developed intermittent chest pain. It was noted the cause of the chest pain could be due to prolonged stay on the surgical room bed. At a later date, a transthoracic echocardiogram revealed apical akinesia at the septum and anterior wall level. Based on all available information, the reported pvl appears to be related to patient anatomy (considered acceptable by physician due to patient's native valve characteristics). A cause for the reported device malposition could not be conclusively determined. It is possible that it is related to patient condition. However, this cannot be confirmed. The reported angina appears to be related to prolonged stay on the surgical room bed, per the physician. Causes for the reported myocardial infarction, cardiac enzyme elevation, and pain could not be conclusively determined. It is possible that they are results of patient condition. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.